Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer would not update software. Analysis also found intermittent interrogation; needed to put pressure on the rf (radio frequency) head connection to be able to interrogate. The rf head connector was found loose on the lem (link electronic module) printed circuit board assembly. (B)(4)

Event description:
It was reported that the programmer would not update from the universal serial bus (usb) or the software distribution network (sdn). The programmer was returned for repair. There was no patient involvement.